Event description:
It was reported that there was a malfunction resulting in intermittent over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports no patient information is available. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.